Manufacturer narrative:
Continuation of d10: product ID: 3389s-40, serial#(B)(6), product type: lead. Product ID: 924256, serial# unknown, product type: accessory. Product ID: 924256, serial# unknown, product type: accessory. Analysis of the 924256 stimloc burr hole cover (lot#: unknown) revealed no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the operation, it was found that the stimloc lead clamp was not fixed firmly. Any environmental/external/patient factors that may have led or contributed to the issue and troubleshooting were unknown. The new lead stimloc was replaced on the same day to complete the operation. The issue was resolved. No symptoms were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: activa; product ID: 3389s-40 (lot: va2s8ge); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.